Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became hypotensive, CPR was initiated, however the patient was unable to recover and died. There was no alleged product issue. It was reported the patient in the hospital for congestive heart failure (chf) and had pre-existing rhythm disturbances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.